Event description:
It was reported that while flushing with a bd posiflush¿ sp pre-filled flush syringe nacl 0.9% the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: the plunger has alot of resistance when flushing dialysis avf or cvc, making staff question the patient's dialysis access, has been happening x 3 weeks.

Manufacturer narrative:
H.6. Investigation: it was reported that the plunger has resistance when flushing. To aid in the investigation, two samples with no packaging flow wrap were received for evaluation by our quality team. One rubber stopper is at the 4ml mark and the other one is at 6ml. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the results were within specification. It could be possible the customer had product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306575, lot number 0352384. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. With the experience of our processes, the effect of having plunger resistance could be induced by how the silicone is applied to the syringe barrel inner wall. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that the plunger has resistance when flushing. To aid in the investigation, two samples with no packaging flow wrap were received for evaluation by our quality team. One rubber stopper is at the 4ml mark and the other one is at 6ml. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the results were within specification. It could be possible the customer had product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306575, lot number 0352384. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. With the experience of our processes, the effect of having plunger resistance could be induced by how the silicone is applied to the syringe barrel inner wall. We have initiatives in our production line monitoring the silicone application and its consistency. Based on the investigation and with the returned sample analysis the symptom reported by the customer of plunger movement difficult is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while flushing with a bd posiflush¿ sp pre-filled flush syringe nacl 0.9% the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: the plunger has alot of resistance when flushing dialysis avf or cvc, making staff question the patient's dialysis access, has been happening x 3 weeks.